Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high left ventricular (lv) and right atrial (ra) thresholds. Additionally, there was impedance issues on both the ra and right ventricular (rv) leads. It was noted the ra also had observations of noise. Subsequently, the device, ra, and rv leads were explanted. The lv lead was surgically abandoned. A new system was implanted successfully. The device, ra and rv leads are expected to be returned.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high left ventricular (lv) and right atrial (ra) thresholds. Additionally, there was impedance issues on both the ra and right ventricular (rv) leads. It was noted the ra also had observations of noise. Subsequently, the device, ra, and rv leads were explanted. The lv lead was surgically abandoned. A new system was implanted successfully. The device, ra and rv leads are expected to be returned.